Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported one of the patient's leads had migrated after the patient was involved in an automobile accident. As a result, the lead was repositioned via surgical intervention on (B)(6) 2017 to address the issue.